Manufacturer narrative:
Additional information was received and confirms the patient was successfully weaned from the impella device and the device was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated). Patient demographics were confirmed (specifically weight) and repopulated to a4.

Manufacturer narrative:
Ppae (tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
A 61 year old male with postcardiotomy cardiogenic shock (pccs), pre support clinical state consistent with scai shock stage d, was supported with an impella 5.5 (sn (B)(6)) implanted on (B)(6) 2026 at 10:00 am via right axillary/subclavian surgical arterial access. The patient had a documented history of vt/vf storm prior to impella implantation. On (B)(6) 2026, while on ongoing impella support, the patient experienced an additional ventricular tachycardia (vt) episode, which was successfully resolved with medical management. Based on the available information, this event is assessed as non¿device related, with device outcome involvement: no involvement. The reported vt episode is consistent with the patient¿s underlying clinical condition and documented arrhythmias prior to impella implantation. The impella 5.5 appeared to be operating as intended, was not removed due to a failure mode, and did not contribute to patient injury. The patient continues support with the impella 5.5 at the time of reporting. The ventricular tachycardia is being reported however is most likely related to the patient pre-existing arrythmia.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.